Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patients x-ray showed a fractured stem. Patient presented to emergency (B)(6)2024. It was further reported that "patient required revision hip arthroplasty with femoral osteotomy, cement removal. Poly liner changed and new restoration modular stem implantation with 5 dall miles cables."

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via clinician review of the provided medical records and evaluation of the returned device. Method & results: -product evaluation and results: visual inspection of the returned device indicated that the stem has fractured mid-way. Surface deformation consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. The damage is consistent with fatigue accumulation in the stem as ultimately ending in a fatigue fracture of the stem. -clinician review: a review of the provided medical information by a clinical consultant indicated: ""conclusion/assessment: no medical records were provided for review other than unlabeled and undated x-rays. The x-rays show a fractured exeter style stem with the proximal segment in marked varus. The distal segment looks stable. The cup looks stable. Another x-ray shows a stable construct presumably predating the fracture. No revision data was provided for review. A revision would be required as noted in the pi report. Event confirmation: the event, a stem fracture, can be confirmed. Revision surgery cannot be confirmed but would be expected. Root cause: the root cause of the reported revision (not confirmed) would be the stem fracture. The root cause of the stem failure cannot be ascertained." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient is planned to be revised due to fracture of the stem. Visual inspection of the returned device indicated that the stem has fractured mid-way. Surface deformation consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. The damage is consistent with fatigue accumulation in the stem as ultimately ending in a fatigue fracture of the stem. "Conclusion/assessment: no medical records were provided for review other than unlabeled and undated x-rays. The x-rays show a fractured exeter style stem with the proximal segment in marked varus. The distal segment looks stable. The cup looks stable. Another x-ray shows a stable construct presumably predating the fracture. No revision data was provided for review. A revision would be required as noted in the pi report. Event confirmation: the event, a stem fracture, can be confirmed. Revision surgery cannot be confirmed but would be expected. Root cause: the root cause of the reported revision (not confirmed) would be the stem fracture. The root cause of the stem failure cannot be ascertained." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patients x-ray showed a fractured stem. Patient presented to emergency (B)(6), 2024. It was further reported that "patient required revision hip arthroplasty with femoral osteotomy, cement removal. Poly liner changed and new restoration modular stem implantation with 5 dall miles cables."